Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and self test. Insulin pump received with corroded electronic assemblies, corroded battery tube, corroded motor home switch and faded serial number label. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back side where the battery goes down to the bottom and the label on the back was worn. The customer had also recently gone into the pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.